Event description:
It was reported that the lumen became clogged of the foley catheter earlier than expected, and drainage did not work properly. Per internal bd comments received on (B)(6) 2025 stated that, it was in use from (B)(6) 2025 to (B)(6) 2025, there appeared to be no fundamental problem, but as other patients had continued to experience poor early drainage, had been asked to investigate this as well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.